Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported having missing low and high glucose alarms. Attempted to replicate the user¿s complaint using samsung galaxy note 8 (android 9 2.10.1.10406) and the system functioned as intended. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a healthcare professional (hcp) reported an alarm issue with the adc device in use with a samsung phone with android operating system version 9. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia. It was indicated that the customer received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a healthcare professional (hcp) reported an alarm issue with the adc device in use with a samsung phone with android operating system version 9. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia. It was indicated that the customer received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.